Event description:
It was reported that the battery terminals were misaligned, the "cassette not inserted" message failed to appear, and no alarm sound was emitted. Per reporter, this occurred during infusion at the patient's home. No patient harm or adverse event reported. Evaluation of the returned device fond that the upstream occlusion sensor and downstream occlusion sensors were faulty and caused the alarm anomaly.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed the "no disposable" alarm was recorded in the event log multiple times. Functional testing was performed, and a faulty downstream occlusion (dso) sensor and upstream occlusion (uso) sensor were identified. The dso and uso sensors were replaced. The pump then passed all testing.